Manufacturer narrative:
P cap locked in place properly during testing. Device passed displacement test and self test properly. Pump error 15 and pump error 4 noted in insulin pump history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had motor arm cannot communicate with the main arm error and the critical block and inverse critical block did not add to zero error. Customer blood glucose level was 64mg/dl at the time of incident. The customer will not return insulin pump for analysis.